Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient and it was reported that the patient wasn¿t feeling stimulation and the therapy was on. The patient also reported that they have a sore spot because of the wires put in since (B)(6) 2016. The patient reported that they haven¿t felt stimulation since she left the surgery center on (B)(6) 2016. The patient reported that stimulation was on at 9.0 on the right side. The patient was advised to follow up with their healthcare professional.